Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens did not unfold. Additional information was provided by a nurse that in the surgeon's opinion, the cause or what contributed to the event is a lens injector issue. The procedure was completed with a different iol. There was no patient harm.